Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe had insufficient blood flow through device. The following information was provided by the initial reporter: the customer stated ¿during using the abg, it found the abg has insufficient blood flow issue.